Manufacturer narrative:
Pannus formation. Additional manufacturer narrative: the device was not returned to edwards for evaluation as was discarded at the hospital. A review of the device history record confirmed that this device passed all manufacturing and sterilization inspections. Although bioprosthetic valves have been proven to have excellent long term durability, failure does occur in a small number of valves. Replacement of a bioprosthetic valve over time is more likely due to structural valve deterioration (svd) which occurs as a result of stenosis (from calcification or host tissue overgrowth), fibrosis or non-calcific degeneration. Host tissue/pannus growth is a complex process triggered by the interaction between the host and the device and is highly variable among patients. Literature defines pannus as a type of scarring and tissue in-growth. It is not currently possible to predict the occurrence and severity for any given patient with a bioprosthetic heart valve. A certain degree of host tissue growth is expected. However, abnormal or severe pannus growth can eventually affect the function of the valve. According to literature, pannus typically occurs between 12 months to 5 years. Since the mechanism of host tissue growth in bioprosthetic heart valves is still not understood, the root cause for the host tissue growth for this particular valve cannot be determined at this time. In this case, the device was not returned to edwards for analysis. The root cause for the stenosis and pannus cannot be conclusively determined at this time but it is likely that patient related factors and progression of disease progress contributed to the event. If new information becomes available, a supplemental report will be submitted. The IFU was reviewed and no inadequacies were identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. No corrective action is applicable to this case; however, edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed. No corrective or preventative actions are required.

Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint." The information reported may or may not be related to the edwards device. In this case, edwards received information through its implant patient registry that a 25mm aortic pericardial valve, implanted in the pulmonary position for two (2) years, one (1) month, sixteen (16) days, was explanted and replaced with a 25mm aortic pericardial valve. Through follow up with the health care provider, the operative note and discharge summary were provided. It was learned the 25mm bioprosthetic valve was explanted due to stenosis. The operative note states that the valve had significant pannus formation and there seemed to be a dense fibrotic reaction to it. After implant of the new 25mm aortic valve, the patient was taken to the intensive care unit in reasonable condition and was noted as tolerating the procedure well. The patient was discharged on post-operative day two.